Event description:
Additional information was received from the manufacturer representative (rep). The rep was unable to attend the (B)(6)2022 appointment and see the patient. The hospital spoke to the patient and she was still having issues with increasing her stimulus and getting oor, but therapy was good and the experience of intermittent stimulation had stopped. The patient was doing ok and would be seen in the clinic in (B)(6) 2023, but an exact date was not known.

Manufacturer narrative:
Review of additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. The intermittent stimulation resolved after reprogramming which suggests that it due to programming and not due to a malfunction of the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received an oor (out of regulation) message on the patient controller. The oor message was also seen on the clinician programmer when the ins was interrogated again. The electrodes were reprogrammed and adjusted the programmed settings. After this the patient was sent home with effective therapy. Additional information was received from the health care provider (hcp) via the manufacturer representative reporting that the patient experienced a return of pain. The patient described walking and experiencing intermittent stimulation, reduced therapy in required area, and unable to turn up the stimulation above a certain level. It was unknown why the ins has gone into oor. Some reprogramming was done (changed electrode being used, increased amplitude, adjusted other settings) and this helped a little. Patient was getting therapy in the right area but was still unable to put the stimulation up. Will be seeing the patient on the (B)(6) 2022. The patient was alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.